Event description:
It was reported that during a partial gastrectomy procedure, that the staples did not form properly. Another cartridge was used to complete the procedure. There was no adverse patient consequence.